Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, an aortic annulus dissection and annulus rupture were observed. Subsequently, the procedure was converted to a thoracotomy.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx valve, product ID: evolutfx-29, serial: (B)(6), use by date: 2027-jan-31, UDI: ((B)(4). Updated: b2, b5, d3, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, an aortic annulus dissection and annulus rupture were observed. Subsequently, the procedure was converted to a thoracotomy. Additional information was received that per the physician, the injury occurred due to contact with the sinotubular junction (stj) during the deployment of the bioprosthetic valve. The physician attributed the injury to the valve but not the delivery catheter system (dcs). Treatment was aortic root replacement. Following replacement, the patient was managed in the ICU for a few days and then was discharged approximately one month later.